Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer used suspend before low or suspend on low continuous glucose monitoring feature. Customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer reported transmitter was not connecting and taking couple of hours. No harm requiring medical intervention was reported. The will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss, charge/battery lasts less than expected, no com insulin pump to xmtr-unresolved and experiencing high bg on june 15, 2022. Device passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump failed sleep current measurement test due to high current due to moisture damage on electrical board. Insulin pump successfully paired with test transmitter. Insulin pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The insulin pump downloaded history confirmed the insulin pump alarmed low battery alert on june 14, 2022 at 22:37:00.000 , power loss alarm on june 20, 2022 at 07:17:14.000, replace battery alert on june 15, 2022 at 03:17:00.000, replace battery now on 06/15/2022 at 03:48:00.000 and battery failed alarm on june 17, 2022 18:26:59.000. The electronic assembly and battery tube were inspected and found moisture damage on electrical board, motor and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, end cap address label fading and pillowing keypad overlay. Unexpected battery power loss and charge/battery lasts less than expected confirmed due to moisture damage on electrical board. No com insulin pump to xmtr-unresolved not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.